Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the hd therapy utilizing the fresenius 2008t hemodialysis machine and the reported serious adverse event(s) of sob and acute cardiac failure which warranted hospitalization and additional hd therapy. However, the cm attributed causality for the event(s) to the uf pump not being engaged during treatment. As such, no fluid was or would be removed during hd therapy. Based on the information available, there is no documentation or indication the fresenius 2008t hemodialysis machine caused or contributed to a serious adverse patient event. The fresenius 2008t hemodialysis machine can be disassociated from this event; as there is no allegation or evidence of a machine malfunction, or of the machine failing to perform as expected in relation to the event. Furthermore, the device passed all functional compliance testing following the event. Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. It was confirmed the machine had been inspected, passed functional checks and is back in service without issue. No parts were replaced nor repairs made. The uf removal low issue could not be duplicated during a mock treatment. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility clinical manager a fresenius 2008t hemodialysis machine with no fluid removal in dialysis during a patient¿s (B)(6) 2018 treatment. It was reported that ultrafiltration pump on button was not lit up at the end of treatment. The patient was able to complete treatment on the machine, although there was no ultrafiltration removal. The patient did not eat or drink at all during treatment and no additional fluids were provided to the patient. It was later reported that the 2008t machine was inspected by a technician, and it replaced functional tests and returned to service.

Manufacturer narrative:
Additional clinical investigation information.

Event description:
Additional clinical investigation information: on (B)(6) 2018, a user facility reported a 67-year-old female patient with end stage renal disease (esrd) on hemodialysis (hd) thrice weekly for renal replacement therapy (rrt) for approximately 4 years underwent a full hd therapy and the ultrafiltration (uf) pump was not engaged therefore no uf occurred. The patient was hospitalized for shortness of breath (sob) and acute heart failure the same day, on (B)(6) 2018 through (B)(6) 2018. During follow-up the clinical manager (cm) confirmed the event of no uf during hd therapy on (B)(6) 2018, as the uf light was not illuminated at the completion of treatment. However, it should be noted the patient¿s pre-treatment weight was 108.1 kg and the patient¿s post-treatment weight was 107.2 kg, indicating a 0.9 kg weight loss. The outpatient treatment record for (B)(6) 2018 was not provided for review. The cm stated no adjustments were made to the patient¿s uf rate during treatment, nor was the uf turned off at any point during the treatment. The cm stated the machine did not alarm during treatment, passed all functional compliance testing, and returned to service following the event(s). The patient¿s discharge summary was received on (B)(6) 2018 and confirmed the patient visited the emergency room (ER) on (B)(6) 2017 with sob x 1 day and a productive cough. The patient reported the outpatient clinic informed her of the lack of uf during her treatment, and as the day progressed she became increasingly more sob. Expiratory wheezes and rales were noted during pulmonary evaluation, and a chest x-ray was ordered. The results indicated the patient was in acute cardiac failure, and the patient was admitted for hd. Treatment records from (B)(6) 2018 indicate a stable hd treatment, with the removal of 2.7 kg of fluid. It should be noted the patient¿s hospital pre-treatment weight was recorded as 118.8 kg, which is 11.6 kg above the outpatient post-treatment recorded weight of 107.2 kg. The discharge disposition is unknown, as the discharge summary did not contain a discharge specific note. Patient medical history includes end stage renal disease (esrd), arthritis, hyperlipidemia, congestive heart failure, chronic obstructive pulmonary disease, diabetes, hypertension, chronic back disease, and coronary artery disease. The patient¿s lab information is as follows. Hematological studies from (B)(6) 2018: sodium = 139, potassium = 4.0, chloride = 99, carbon dioxide = 32, anion gap = 8.0, blood urea nitrogen = 22, creatinine = 4.4, glomerular filtration rate = 10, glucose (fasting) = 147, calcium = 7.7, total bilirubin = 0.2, aspartate amino transferase = 18, alanine aminotransferase (alt) = 14, creatinine kinase mb = 6.4, troponin = 0.018, pro-b-type natriuretic peptide = 4029, total protein = 7.4, albumin = 2.9, white blood count = 4.8, hemoglobin = 11.7, hematocrit = 35.1, platelet count = 174. Relevant diagnostic test(s): portable chest x-ray on (B)(6) 2018. Findings = moderate cardiomegaly with pulmonary venous hypertension and interstitial lung edema. Small bilateral pleural effusions noted. Impression = consistent with acute cardiac failure.